Event description:
Customer reported receiving a sensor glucose value of 46 mg/dl and a blood glucose value of 130 mg/dl. Customer stated that they then received a calibration error followed by a change sensor alert. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.